Event description:
Customer reported a recharge error and the power on lamp is not turning on. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the filament driver board and power switch. System operates as intended. This MDR is related to ge healthcare.